Manufacturer narrative:
It was reported that the patient was treated with an antibiotic / steroid otic solution prior to chronic infections around abutment. This report is submitted on june 03, 2021.

Manufacturer narrative:
This report is submitted on 14 may 2021.

Event description:
Per the surgeon, the patient experienced chronic infection at abutment site resulting in the removal of the abutment on (B)(6) 2021.